Event description:
A complaint was reported for a revision surgery due to foreign body reaction and/or potential infection. It was confirmed the implant was not removed, however during a retrospective review it was identified the surgeon reported medical intervention; the patient was hospitalized and treated with antibiotics.

Manufacturer narrative:
No product evaluation will be performed as the product remains implanted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.